Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the operational check failed. There was no reported patient involvement.

Manufacturer narrative:
The customer reported that the operational check failed. Further information was provided that "machine is initially in dead condition hence operation test was not possible."